Manufacturer narrative:
The technician replaced the power cord lug to repair the bed.

Event description:
Information received indicates while performing a preventive maintenance check, the technician found the ground on the power cord plug was loose, causing a high ground resistance reading.